Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Photos were provided of an implanted lens. The same photos were returned for the two files with no identification as to which file the photos were for. The lens was shown unfolded inside the eye with the haptic gusset areas visible. There are what appear to be to be two linear marks on the optic, located midway between the optic center and the optic edge. The lines/marks are perpendicular to the travel path and may be cracks, not scratches. The clarity of photo does not allow for any further determination. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned used company cartridge. The cartridge had heavy tip stress. This may also indicate the lens/plunger were not in acceptable positions for advancement. Top coat dye stain testing was conducted with acceptable results. Based on review of the provided photos, the lens may have cracks instead of the reported scratches. There are what appear to be to be two linear marks on the optic, located midway between the optic center and the optic edge. The lines/marks are perpendicular to the travel path and may be cracks, not scratches. This may indicate a plunger override occurred. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed scratches on the lens after implanting the lenses and the lenses were left in the patient's eyes. There was no patient harm.